Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient elected to implant aptus endoanchors in order to treat a proximal type I endoleak associated with the endurant stent graft. Seven endoanchors were successfully implanted. No additional endoanchors were implanted and the endoleak was resolved. Per the physician the cause of the endoleak was most likely due to the lack of apposition of the stent graft against the aortic wall. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.